Event description:
It was reported that this device could not be interrogated. The programmer could find the device but could not retrieve information. A magnet placed over the device would yield tones as expected. The patient was in the hospital in an environment filled with monitoring equipment. A local representative was working with the patient and use a different programmer with stronger telemetry. Technical services advised to try a magnet reset if needed. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.